Manufacturer narrative:
Product has been requested however it has not yet been received.

Event description:
A patient's decolletage was treated with a fraxel dual system on (B)(6) 2018. On (B)(6) 2018 a burn scar with blistering appeared. The patient was treated with ointment. The symptoms are still ongoing.

Manufacturer narrative:
The fraxel system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Review of burn/pattern paper testing, after the event, showed proper pattern/coverage. This test showed pattern was evenly distributed and the mtzs are even in intensity, no mtzs missing. Technique was also good, the pattern was even indicating the user moved the handpiece and tip in a smooth and even fashion; not too fast or the mtzs would be spread far apart, too slow and they would be clustering. According to fraxel user manual (p009220-02 rev. A), burns, blisters, and scarring are a known possible complication of fraxel treatment. Blistering or burns may develop over the treated areas. The possibility for scarring exists even with non-ablative fractional laser devices such the fraxel 1550, fraxel 1927 and fraxel dual 1550/1927 laser systems. Local scarring may occur directly from laser exposure if treatment procedures are not followed properly, or from infection or physical irritation such as picking and rubbing. A review of the manufacturing records showed all requirements were met. Review of burn/pattern paper testing after the event showed proper pattern/coverage and that the system and handpiece were working within specifications. Based on the available information, burns, blisters, and scarring are a known possible complication of fraxel treatment. Placeholder.

Manufacturer narrative:
Corrected information for the previous follow up report - section g3 date received: from 28jun2020 to 28june2022.

Event description:
Since the initial report, additional information has been received. Patient was treated with ointment, silicon sheets, laser, and other procedures (not specified). The report noted that the patient had other procedures years before this procedure. On (B)(6) 2022, the patient stated not receiving chronic treatment. She has 3 scars on the right hemi thorax: the first scar is subclavicular measuring 16.5mm x 13.5mm in a stellate, achromic pattern with soft integument. In the right paraspinal area, there is a second scar, which is oval in shape, measuring 13.2 mm x 9.5 mm with a soft integument and a pale pauci chromic color. The last scar measuring 8.5mm x 8 mm with a large horizontal axis, pink and slightly indurated. It is located at the union of the superior and inferior quadrants of the right breast, sensitive to palpation. The expert indicates that the lesions observed on the post-treatment photos show 2nd degree burns superficial (and not third degree burn) to intermediate degree burns, which is confirmed by their painful character.

Manufacturer narrative:
Corrected information d1: fraxel dual 1550 laser system corrected information d2: powered laser surgical instrument/gex. Corrected information g4: k130193. Updated the codes in h6 to reflect current FDA coding. Received updated information on the patient - see b5.